Event description:
Patient (pt) called back stating they are unable to get the implant to charge and continue to receive a 'no device found' message. Agent reviewed no device found message. Agent walked pt through initiating a recharging session; pt entered passive recharge mode with readings of 79-79-79, 78-78-80, and 78-80-81, then reported "unable to recharge" (screen 74), was advised to tap try again, and then reported "no device found." Pt entered a second cycle of passive recharge mode, confirmed the middle number stayed at 80, and commented that the screen switched back and forth between the numbers screen, checking recharge quality, and looking for device, then after 10 minutes changed to "unable to recharge" (screen 74). Pt unable to pass passive recharge for 3rd attempt; 4th attempt shows repeated 'unable to recharge (74)' message. Pt confirmed no recent falls/trauma or weight changes. Agent redirected the pt to healthcare provider (hcp) and manufacturer representative (rep) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back, repeated previously documented information and were still having the same issue. During the call, patient unlocked the controller, controller showed memory problem and patient was able to set the date and time. The controller showed no device found then cannot recharge device the controller battery is too low recharge the controller. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the ac power supply. Patient confirmed the controller was plugged into the ac power supply and confirmed a green blinking light on the controller. Agent reviewed with patient to fully charge the controller then try to connect to their implant. Patient will call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their stimulator was not working and they would like a manufacturer representative (rep) to meet them at their next appointment at the pain clinic. Patient said the stimulator ran out and wouldn't let them recharge it. Patient did not recall what sort of message was coming up when they were trying to recharge, but said it was a long time ago, maybe longer than a couple months ago, that it quit working. Agent asked, patient did not know if the issue was with their implant charging, or the controller charging. Patient stated they thought a rep helped them with a 'trickle charge' once before. Patient did not have all of their equipment with them at the time of the call. Patient will call back once they have the equipment present for further troubleshooting. See secure note for healthcare provider information. Upon further review, healthcare provider is a pa and appears to only work with patients pump device. Agent sent email copy. No symptoms were reported.